Manufacturer narrative:
Correction: phone number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; traumatic inferior vena cava laceration acutely repaired with endovascular stent graft and associated complications salvaged by surgery tariq, umar et al. Journal of vascular and interventional radiology, volume 30, issue 2, 273 - 276 doi: https://doi.org/10.1016/j.jvir.2018.08.025. Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system along with a non mdt was implanted in a patient for the emergent treatment of an ivc injury post a motor vehicle accident on an unknown date. It was reported on an unknown date post the index procedure and 2 weeks post the discontinuation of anticoagulation medication, follow up CT revealed 50% endograft thrombosis. The patient required multiple readmissions over 6 months for recurrent perihepatic abscesses. Despite percutaneous and operative drainage; bacteremia necessitating prolonged use of intravenous antibiotics; pharmacomechanical thrombectomy on 4 separate occasions for stent thrombosis despite adequate anticoagulation; endoscopic retrograde cholangiopancreatography for right hepatic bile leak; pseudomembranous colitis; and severe malnutrition were reported. The decision was ultimately made to transfer the patient to a transplant center. At surgery, the hepatic vein endograft was encased within an abscess without surrounding vascular wall. The anterior surface of the retrohepatic ivc was absent, with vascular integrity provided only by endograft. Resection of the diseased right hepatic lobe and segment 4 was performed, with hypertrophied left lateral segment providing adequate hepatic reserve. Both endografts were removed, and an aortic homograft used to replace the ivc with the left hepatic vein was sewn into the anastomosis. Per the physician, while the cause of the adverse events were noted to be related to the off use label of arterial endografts in a vein it was noted that this method is still advocated in life-threatening situations where immediate surgical options are limited.